Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary, the drawer was broken and won't completely close. The customer reported that the malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-apr-2008 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the legacy drawer 3.2 on the auxiliary had failed and could not be closed by the customer. It was observed that the nuts securing the latch assembly were missing, causing the entire mechanism to come loose. A field service engineer removed the drawer from the housing and performed repairs on both the latch and the housing. After logging into hardware test application (hta) and conducting a full test, the customer was able to successfully open and close the drawer. The system functioned as intended after the field service engineer repaired the device.